Event description:
The following information was reported: the balloon lost pressure at prep. Manual compression was used for 15 minutes to achieve hemostasis with no complications. The patient was not hospitalized. Procedure type: diagnostic vessel type: coronary vessel size: 7 mm stick location: medium sheath size: 6f intended closure: arterial.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1431008) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).